Event description:
It was reported that the handpiece heated up during a procedure. There were no pt or user injuries. And no adverse consequences.

Manufacturer narrative:
Per the quality investigation, internal components were evaluated and corrosion was found on the motor. Corrosion can lead to increased friction between rotating components, which can generate heat.